Event description:
Customer reported blood glucose results of 210 mg/dl, 97 mg/dl, and 143 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.